Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the sipap ventilator service report indicates that the board was fried from the battery being installed incorrectly. As of this time, there is no information of patient involvement associated with this reported event.